Event description:
Reportable based on device analysis completed on 15mar2022. It was reported that the coil was stuck in the catheter. The target lesion was located in the moderately tortuous and mildly calcified internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During the procedure, the coil was hydrated intermittently. However, the coil got stuck while advancing in the middle part of the catheter. The coil was then removed and procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the fiber bundles were incomplete.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The main coil and a cordis catheter were returned for this complaint. The main coil was inside in the cordis catheter. The main coil was found kinked and stretched. Blood was noticed inside in the cordis catheter and the main coil. No more damages were found in the returned device. Microscopic inspection was performed on main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection on main coil revealed that the no. Of distal fiber bundles, zap tip od (outer diameter) and primary coil od were within specification. However, the no. Of proximal fiber bundles were incomplete.